Event description:
The pt was prescribed cream and antibiotics (type unk) to use for healing the implant site that appeared red. The pt's parents applied the cream, but not the antibiotics. The site deteriorated and the pt was again treated with antibiotics and intravenous antibiotics (types unk). The pt's implant site was bandaged. Due to continued deterioration of the implant site, the pt's device was explanted. The pt is being monitored.